Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The day after the event onset, the patient was hospitalized for the peritonitis. On the same day, the patient was treated with intraperitoneal (ip) injection ceftazidime (1 gram, once a day) and ip injection vancomycin (1 gram, every fifth day) for peritonitis. At the time of this report the patient remained hospitalized, antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported 25 days after the event onset of peritonitis the patient was recovered, antibiotic therapy was discontinued and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.